Event description:
MFR rec'd a report from an attorney alleging a pt fell from a pt lift and sustained a fractured hip. The attorney claims this was caused by a missing locking pin. However, details of the incident have been limited and no evaluation has been permitted.